Event description:
It was reported via voluntary report to the FDA by the patient (report mw5100017) that the patient was "electrocuted" by her ns and was rushed to the hospital. Upon further assessment, her neurosurgeon told her that her left vocal cord was paralyzed, she had psychogenic shock, and that her vns was functioning normally. The patient reported that her vns was explanted 2 years later. No further relevant information has been received to date.